Event description:
The customer reported that pre-operatively, the nurse applied duraprep to the pt's right thigh and abdomen. When the surgeon went to use a cautery device (unk type) a flame was observed at the surgical site. The nurse used saline solution to extinguish the flame. The drape was removed from the pt. The burned area was treated with cream and dressing. The area was observed by the surgeon after the procedure. No additional treatment was needed. The site biomed stated it was probably a user-related problem. No equipment from the umbilical repair procedure was retained.

Manufacturer narrative:
(B)(4) 2013. The incident unit has been received and is under eval. When the device eval is complete a follow-up report will be submitted.